Event description:
The customer obtained, multiple, lower than expected, vitros tsh and vitros total b-hcg ii quality control results on a vitros 5600 system. The following results were obtained: vitros tsh results: qc fluid level 1 result = 0.27 vs. An expected result = 0.70 miu/ml; qc fluid level 2 result = 2.1 vs. An expected result = 5.16 miu/ml; qc fluid level 3 result = 10.0 vs. An expected result = 26.9 miu/ml; vitros total b-hcg ii results: qc fluid level 3 result = 177.2 vs. An expected result = 503 miu/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No affected patient samples were reported from the laboratory during the time frame of the event due to the the laboratory's duplicate testing algorithm. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple; lower than expected, vitros tsh and vitros total b-hcg ii quality control results on a vitros 5600 system. Following weekly maintenance, the operator left two paper cleaning sheets in the microwell incubator sub system that blocked the light path to the luminometer resulting in a reduced light signal being read. Expected performance was obtained following removal of the paper cleaning sheets from the instrument. The root cause of the event was determined to be user error. There is no evidence that an instrument or reagent related issue contributed to the event. No malfunction occurred.